Manufacturer narrative:
The account stated that the left hand caregiver board was shorted out causing this issue and there was no sign of abuse or fluid. The account replaced the left user control module board to resolve the issue.

Event description:
The account alleged that the foot section of the bed is intermittently moving out on its own. No injury reported.